Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via medtronic documentation that the customer was having an issue with the reservoir leaking. The leaking issue occurred the other day. The customer declined assistance from the 24-hour product helpline. No products were returned or replaced.